Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: did the clip fall into the patient? Yes. How was the clip retrieved? W/ a grasper . Did the retrieval of the clip alter the procedure in anyway? No. If so please explain. At what firing did this occur? Multiple. Was there any torquing or twisting during firing? No. Were there any unusual noises heard? No. Attempts are being made to obtain additional information. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips did not stay in place once applied to the vessel. Same like device was used to complete the case. The patient was returned to the or on (B)(6) 2013, for closure of the cystic duct. Upon visualization of the cystic duct the clip was only attached slightly. The clip was removed and four additional clips were placed. The device was disposed of.